Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter customer name is (B)(6) hospital. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was patient on therapy in an arctic sun device less than 1 hour and they keep getting low flow alert. Water flow rate (wfr) was currently 0 l/m, in normothermia targeted temperature (tt) was 98.6f, patient temperature (pt) was 101.1f, water temperature (wt) was 48.9f. Nurse stated they had unplugged and reconnected and verified no kinks but cannot get a water flow rate (wfr). Had them stop therapy, empty pads and disconnect. Placed device in manual control at 39.2f. After a few minutes, system diagnostics were outlet monitor temperature (t1) was 47.1f, outlet control temperature (t2) was 47.3f, inlet temperature (t3) was 47.5f, chiller temperature (t4) was 40.6f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8626.9, pump hours were 8181.4. Added back pads while in manual control water flow rate (wfr) was 3 l/m. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) went from highest of 0.1 l/m to 0 l/m, alerted low air leak and stopped. Water flow rate (wfr) would not rise above 0 l/m. Advised to swap out to alternate set of pads and set these aside for follow up from tm.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Baw7667062 rev 0, reviewed for this investigation. The labeling is found to be adequate.the baw is attached to the investigation overview element. A DHR could not be performed since no lot number was provided. Initial reporter facility name: (B)(6) UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was patient on therapy in an arctic sun device less than 1 hour and they keep getting low flow alert. Water flow rate (wfr) was currently 0 l/m, in normothermia targeted temperature (tt) was 98.6f, patient temperature (pt) was 101.1f, water temperature (wt) was 48.9f. Nurse stated they had unplugged and reconnected and verified no kinks but cannot get a water flow rate (wfr). Had them stop therapy, empty pads and disconnect. Placed device in manual control at 39.2f. After a few minutes, system diagnostics were outlet monitor temperature (t1) was 47.1f, outlet control temperature (t2) was 47.3f, inlet temperature (t3) was 47.5f, chiller temperature (t4) was 40.6f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8626.9, pump hours were 8181.4. Added back pads while in manual control water flow rate (wfr) was 3 l/m. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) went from highest of 0.1 l/m to 0 l/m, alerted low air leak and stopped. Water flow rate (wfr) would not rise above 0 l/m. Advised to swap out to alternate set of pads and set these aside for follow up from tm. Per follow up information received via phone on 25nov2024, it was reported that spoke with rn, who denied any issues with the device cooling in regard to the high chiller thermistor temperature. They said it may have been misreported, but they cannot confirm. The patient was swapped to a new set of size large pads, and this seemed to resolve the flow issue. Device had remained in service and patient completed therapy without further issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name that is provided is (B)(6) hospital. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was patient on therapy in an arctic sun device less than 1 hour and they keep getting low flow alert. Water flow rate (wfr) was currently 0 l/m, in normothermia targeted temperature (tt) was 98.6f, patient temperature (pt) was 101.1f, water temperature (wt) was 48.9f. Nurse stated they had unplugged and reconnected and verified no kinks but cannot get a water flow rate (wfr). Had them stop therapy, empty pads and disconnect. Placed device in manual control at 39.2f. After a few minutes, system diagnostics were outlet monitor temperature (t1) was 47.1f, outlet control temperature (t2) was 47.3f, inlet temperature (t3) was 47.5f, chiller temperature (t4) was 40.6f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8626.9, pump hours were 8181.4. Added back pads while in manual control water flow rate (wfr) was 3 l/m. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) went from highest of 0.1 l/m to 0 l/m, alerted low air leak and stopped. Water flow rate (wfr) would not rise above 0 l/m. Advised to swap out to alternate set of pads and set these aside for follow up from tm. Per follow up information received via phone on 25nov2024, it was reported that spoke with rn, who denied any issues with the device cooling in regard to the high chiller thermistor temperature. They said it may have been misreported, but they cannot confirm. The patient was swapped to a new set of size large pads, and this seemed to resolve the flow issue. Device had remained in service and patient completed therapy without further issue.